Event description:
It was reported that the user experienced sustained hyperglycemia for several hours while using the ilet, performed a supply change with no observed infusion set or cannula issues, and later noted that a dinner announcement was made without eating, after which the pump delivered only basal insulin and glucose decreased from 302 to 286. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.